Event description:
It was reported that the customer was hospitalized due to high blood pressure, and she experienced high blood glucose levels while at the hospital. The customer stated that she sometimes did not receive insulin due to kinked supplies, likely the infusion set. The customer stated that sometimes the sensor did not go off and was temperamental. She reported that the sensors triggered alarms every 30 seconds. She also stated that the insulin pump alarmed when she ate something, and the blood glucose meter had discrepancies with the sensor glucose reading. The blood glucose reading was in the 400 mg/dl range. She declined troubleshoot for high blood glucose, stating that there was nothing wrong with the sensors; she did not like how often the device requested her to check her blood glucose levels and calibrate. She said there were too many high/low alarms. She discontinued use of the sensors after the adverse event. Advised her to call to troubleshoot in future. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-44098.